Manufacturer narrative:
(B)(4). Per the instructions for use, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien xt valve too aortic has the potential to contribute to suboptimal coaptation of the sapien xt valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of the post deployment too-aortic, canted position of the xt valve was likely related to the loss of pacing capture during deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories.

Event description:
During a transfemoral tavr procedure, post deployment, the 26mm sapien xt valve landed to aortic 95:5 aortic/ventricular (a/v) and a 2nd valve was implanted. The team was able to cross the native annulus and a bav was performed. Based on pre-procedural CT/tee a 26mm sapien xt had been chosen for tf implantation. Valve was prepped with 21cc's per the physician and insertion/alignment went smoothly. After crossing the annulus, retracting the pusher and during rvp the team started the inflation of the valve. At this point there was a possible loss of pacing capture sending the valve aortic. The valve 26mm sapien xt valve was seated 95: 5 a/v with mild paravalvular leak (pvl) at the posterior mitral leaflet. It also appeared as if part of the valve was completely inside the left coronary cusp (lcc). The team was concerned about the position relative to the sinus of valsalva (sov) and stability of the valve as well as the mild pvl. The decision to prepare and implant another 26mm sapien xt valve was made. The valve was prepared with 22cc and positioned more ventricular within the first valve. Deployment was successful 80:20 a/v as intended, with zero/trace pvl observed. The patient remained stable throughout the entire procedure.